Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 1810070: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2023-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Per-operative femur fracture discovered with x-ray control. The stem and femoral head have been revised intraoperatively. The surgery was completed successfully.